Event description:
Customer's family member reported that the customer was found by her roomate very ill. And stated that the pump has failed, just gave off no power. Customer was hospitalized for high blood glucose and dka. Troubleshooting was not performed at the time of call.